Event description:
During a laparoscopic sigma, the device fired malformed staples on the first firing. The second reload was unable to be fired. There was no adverse consequence to the pt. It was not reported how the procedure was completed.